Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was fatigued and worn to the filament; however, no leaks were present. Contamination was found inside pump. The pump was not functionally tested due to contamination. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found in the reservoir shell. The reservoir krt was worn to filament in between the tubing connector and the pump. The krt had a hole in the reservoir adapter strain relief krt junction that was consistent with sharp instrument damage, which most likely occurred during explant; no leaks were found. Due to this damage being consistent with explant it will be considered a secondary failure. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at a fold in the cylinder body. The krt of both cylinders were fatigued and worn to the filament. Both cylinders had a hole in the outer tube attributed to fatigue and wear of the cylinder body; a pinhole leak was present. Both cylinders were not pressure tested due to a leak was identified. Product analysis identified a device malfunction with the returned cylinders.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons.